Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Based on the clinical details the root cause of the positioning issue was most likely patient movement since the pump slipped back into the aorta during a severe coughing episode.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the patient was sitting up in bed had a severe coughing episode and the impella slipped back into the aorta and the pump was explanted. There was no patient harm.